Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons are sometimes harder to press. The customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was squirt out while priming and insulin pump has locked up and become unresponsive. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.